Manufacturer narrative:
The investigation into the reported pump positioning issue was completed. No data or device were returned for evaluation. Based on the information received, the root cause of the positioning issues was determined to be patient movement. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 69-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The cable became wrapped around the patient's leg overnight and was pulled back into the aorta with the patient's movement. The patient remained hemodynamically stable; however, multiple attempts to readvance the device across the aortic valve were unsuccessful. As a result, the device was explanted, and an intra-arterial balloon pump (iabp) was placed. There was no harm reported to the patient.